Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was explanted due to patient being unhappy with vision, distance visual acuity (va) is not sharp and near va is not clear. Patient also stated vision is not clear with blurry and some irritation. There was no delay and no incision enlargement, no sutures, no vitrectomy at explant. The explanted lens was replaced with model zmb00 15.5 diopter iol. The explanted lens was discarded. Visual acuity pre-operative: 20/25. Visual acuity post-operative: 20/20-3 (post-op day one). No further information provided.

Manufacturer narrative:
Correction MDR: the customer state the jnj representative was reached on 12/9/2020 dropping a voicemail requiring a correction to initial MDR that stated 12/10/2020 as the aware date. Manufacturer name city and state: address country: corrected to united states of america. Initial MDR indicates that the lens remains implanted which is incorrect as the lens was explanted and it was discarded respectively. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.